Event description:
Reporter alleged discrepant results between blood glucose monitoring device and a comparison performed at the doctor's office, method not provided. Reporter stated device result was hi and doctor's method measured 120 mg/dl performed at the same time. Reporter indicated controls were used and found to be within an acceptable range. Reporter stated diabetes medication dosage was changed. A request was made for the return of the suspect device and replacement product was sent.